Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient¿s wife reported that her husband was in a semi-coma. The patient had a seizure and went into cardiac arrest on (B)(6) 2016. Per the reporter, it was a workman's comp case and she had been contacted by an attorney. She also stated, ¿they are saying it is related to the device or therapy¿. No interventions were mentioned. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was last seen on (B)(6) 2017. There was no change in patient in comparison to previous visits. No complaints of changes much less crisis from caregivers present. The healthcare provider was not sure what symptoms are in regards to if the patient¿s symptoms are related to the infusion system. The actions and interventions take to resolve the patient¿s symptoms in regards to the infusion system the healthcare provider reported that they scanned the patient¿s pump, accessed the reservoir under sterile technique, then removed med in the reservoir and replaced it with new med from company pharmacy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient had injuries of failure of therapy, nursing home and hospitalization. The failure was noted as under investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was stated that except that it seemed to adequately relief his chronic pain, the hcp was unsure of any relationship in time or causality between the pump and the patient's condition at time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2018 reported the patient was having a magnetic resonance imaging and it was unknown if it was related to device or therapy. The patient mentions symptom of semi-coma, which was previously reported. It was unknown if the symptom was related to device or therapy. It was noted that patient was on a feeding tube, a little bit of oxygen, and a mister. The patient was noted to be awake, but did not know if the patient was in pain. The wife noted the patient knows who they are, but cannot talk. It was noted that the patient was going to have the pump taken out and then go home on sub cube. The MRI was of the patient's brain. No further complications were reported/anticipated.